Event description:
The pt reported receiving frequent low battery alarms, and upon removal of the battery, the battery was hot to touch.

Manufacturer narrative:
The pump was returned to animas for eval. Eval has not been completed.